Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 500 mg/dl. Customer stated that the insulin pump had motor error alarms during bolus. The drive support cap appears normal. Insulin pump had not been exposed to high magnetic field. Customer performed displacement test and test results was no reservoir. Displacement test and manual prime were successful and motor alarm did not recur. The insulin pump will be returned for analysis.